Event description:
It was reported to philips that after the set of paddles is discharged, the green pci indicator light comes on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.